Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 11/06/2015. According to reporter's describe,the suspected strip lot #d111223-1, which was manufactured on 12/23/2011 and expired on 12/23/2013. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 8:30 pm after the end user received a reading of "hi" from the prodigy diabetes glucose monitor device. It was determined that the end user was using expired test strips. The end user experienced blurry vision and felt nauseated. His blood glucose reading at the time of the medical event was "hi." The paramedics were called and performed a blood glucose test with their meter and the result was 364 mg/dl the end user was given an IV fluid and transported to the ER. Upon arrival to the ER the end user had a blood glucose reading of 246 mg/dl. He was administered additional IV fluids to stabilize his blood glucose levels. Upon discharge the end user's blood glucose was 320 mg/dl and was instructed to follow up with his pcp. No further details were provided in regards to the medical event.